Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter was being used with a competitive system and the physician had tremendous difficulty slitting the catheter. When the slitting was finally completed, it was noted that the catheter had frayed and exposed wires. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. There was an issue with the catheter wire. The catheter did not slit along the score line. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned, but the slitter was not. Visual inspection found the slitting was not on score line caused spiral slit. Spiral slitting appeared along the sheath body led to the catheter deflectable wire to damage and come out of the sheath. If information is provided in the future, a supplemental report will be issued.